Manufacturer narrative:
Investigation results: DHR: we reviewed the DHR for this so-(B)(6)/ patient ID# (B)(6) / practice ID# (B)(4), qty. (B)(4) items assy-500015 (retainers), was packaged by the second shift by bag and box operation on july 5, 2024, manufacturing cell 3, equipment bag-5. The sales order was inspected and met with the acceptance criteria provided by qa. Other: the evidence provided by the customer shows a photo of the patient with an upper retainer placed on his teeth. The evidence is not clear enough to determine the issue of the alleged event. The evidence shows no traceability information to identify the serial number of the device or patient identification. Failure mode - sharp edges: root cause - no defect during the manufacturing process. Conclusion code - no failure found.

Event description:
In this event it is reported that suresmile retainer has very sharp edges that are cutting the gums of the patient. The aligners are also tight and pinching.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.